Event description:
This is a spontaneous case report received from an adult female consumer in united states on 25-apr-2016 who had essure (fallopian tube occlusion insert) inserted in 2012 for permanent contraception. Consumer stated that she experienced many bad issues immediately after having her essure placed and ultimately resulted in having a partial hysterectomy because every doctor she went to told her it was irreversible. Essure was removed. Follow-up received on 10-may-2016 quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Follow-up received from consumer on 10-may-2016 she did not have the lot number. She had the partial hysterectomy (B)(6)-2013 with a different doctor from who placed essure. Regarding bad issues, she explained she had abdominal pain, back pains, bad cramping. Menstrual periods were worse and lasted 10 days and many had big clots, bloating and appeared several sizes bigger, anxiety, depression and fatigue (the event many bad issues immediately after having her essure placed and ultimately resulted in having a partial hysterectomy was deleted). She agreed to provide further information if necessary. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer who experienced abdominal pain immediately after having her essure (fallopian tube occlusion insert) placed and ultimately resulted in having a partial hysterectomy. This event is considered serious, due to its medical importance and listed in essure's reference safety information. Considering that essure therapy may cause abdominal pain, and that in this particular case, there is no alternative explanation, a causal relationship with essure use cannot be excluded. This case is regarded as incident since device removal was required (implied). The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect.

Manufacturer narrative:
Follow-up received on 03-jun-2016: information received via legal claim states that in or around (B)(6) 2012, plaintiff underwent the essure procedure twice (the first placement procedure was unsuccessful and the second placement was successful). Shortly after undergoing the essure procedures, plaintiff began to suffer severe menstrual, abdominal and back pain. She also began to experience symptoms of depression and fatigue. In (B)(6) 2013, plaintiff was prescribed a variety of psychiatric medications, including wellbutrin xl, xanax, remeron, and ambien. Further, after undergoing the implantation of essure plaintiff also began suffering heavy bleeding and pain during intercourse. Plaintiff also experienced bloating immediately after being implanted with essure and gained approximately thirty pounds. When plaintiff first inquired with her doctor as to the issues she was experiencing, the physician merely told her that it could take her body up to six weeks post-procedure to adjust to her new essure device. On or around (B)(6) 2014, plaintiff underwent a partial hysterectomy and, during this procedure, her fallopian tubes, uterus, and essure coils were removed; however, her ovaries were kept intact. Additionally, plaintiff recalls being informed that her uterus and fallopian tubes were inflamed. She also recalls experiencing immediate relief after undergoing her hysterectomy as she no longer suffered back pain, migraines, or pain during intercourse. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer who experienced abdominal pain immediately after having her essure (fallopian tube occlusion insert) placed and ultimately resulted in having a partial hysterectomy. According to additional information received via legal claim, this case became legal and the event heavy (genital) bleeding was reported among other non-serious events. These events are considered as serious, due to its medical importance and listed in essure's reference safety information. Considering that essure therapy may cause abdominal pain and genital bleeding, and that in this particular case, there is no alternative explanation, a causal relationship with essure use cannot be excluded. This case is regarded as incident since an intervention was required to remove the devices. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain and other essure-related injuries/pain and other symptoms/pelvic pain'), abdominal pain ('severe abdominal pain / bad cramping'), uterine inflammation ('uterus was inflammed') and depression ('depression') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not `conducted" and device ineffective "device ineffective". The patient's medical history included cholecystectomy (due to infected gallbladder), multi gravida, parity 5 and abortion. Concurrent conditions included psychological disorder nos, obesity, uterine enlargement, menorrhagia, nabothian cyst, endosalpingiosis, appetite lost and diarrhea. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), depression (seriousness criterion hospitalization), genital haemorrhage ("heavy bleeding/heavy bleeding and clotting/ blood clots/ excessive bleeding"), back pain ("severe back pains/chronic back pain (ache)"), weight fluctuation ("weight fluctuations") and migraine ("migraines/chronic migraines (head)"). On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse/ dyspareunia"), fatigue ("fatigue"), anxiety ("anxiety"), heavy menstrual bleeding ("menstrual periods were worse and lasted 10 days and many had big clots"), abdominal distension ("bloating / appeared several sizes bigger / bloating immediately after being implanted with essure"), headache ("headaches") and complication of pregnancy ("maternal complications/ health complications"), was found to have an unintended pregnancy ("unintended pregnancy") and was found to have weight increased ("gained approximately thirty pounds"). The patient was hospitalized sometime in 2012. The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), mirtazapine (remeron), zolpidem tartrate (ambien) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy and underwent partial hysterectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine inflammation, unintended pregnancy, dysmenorrhoea, weight fluctuation, fatigue, anxiety, heavy menstrual bleeding, abdominal distension, weight increased and complication of pregnancy outcome was unknown, the abdominal pain, genital haemorrhage, back pain, dyspareunia, migraine and headache had resolved and the depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for anxiety and heavy menstrual bleeding with essure. The reporter considered abdominal distension, abdominal pain, back pain, complication of pregnancy, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, unintended pregnancy, uterine inflammation, weight fluctuation and weight increased to be related to essure. The reporter commented: she was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Plaintiff was unsure of essure confirmation test. She had maternal or child complications. She was using medication for pain, depression. She had used condoms as birth control or contraception within the five years preceding essure placement, at the advice of physician date(s) of insertion: (B)(6) 2012 (as reported in pif) trailing coils: right- 2 coils, left- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Pathology test - on (B)(6) 2014: uterus, cervix and bilateral fallopian tubes: - hypoactive/weakly proliferative endometrium showing stromal breakdown and focal cystic changes. ~ chronic inflammation and nabothian cysts, endocervix. - endosalpingiosls in ono fallopian tuba -second fallopian tube, no pathologic diagnosis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain and other essure-related injuries/pain and other symptoms/pelvic pain'), abdominal pain ('severe abdominal pain / bad cramping'), uterine inflammation ('uterus was inflammed') and depression ('depression') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not `conducted" and device ineffective "device ineffective". The patient's medical history included cholecystectomy (due to infected gallbladder), multi gravida, parity 5 and abortion. Concurrent conditions included psychological disorder nos, obesity, uterine enlargement, menorrhagia, nabothian cyst, endosalpingiosis, appetite lost and diarrhea. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), depression (seriousness criterion hospitalization), genital haemorrhage ("heavy bleeding/heavy bleeding and clotting/ blood clots/ excessive bleeding"), back pain ("severe back pains/chronic back pain (ache)"), weight fluctuation ("weight fluctuations") and migraine ("migraines/chronic migraines (head)"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse/ dyspareunia"), fatigue ("fatigue"), anxiety ("anxiety"), heavy menstrual bleeding ("menstrual periods were worse and lasted 10 days and many had big clots"), abdominal distension ("bloating / appeared several sizes bigger / bloating immediately after being implanted with essure"), headache ("headaches") and complication of pregnancy ("maternal complications/ health complications"), was found to have an unintended pregnancy ("unintended pregnancy") and was found to have weight increased ("gained approximately thirty pounds"). The patient was hospitalized sometime in 2012. The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), mirtazapine (remeron), zolpidem tartrate (ambien) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy and underwent partial hysterectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine inflammation, unintended pregnancy, dysmenorrhoea, weight fluctuation, fatigue, anxiety, heavy menstrual bleeding, abdominal distension, weight increased and complication of pregnancy outcome was unknown, the abdominal pain, genital haemorrhage, back pain, dyspareunia, migraine and headache had resolved and the depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for anxiety and heavy menstrual bleeding with essure. The reporter considered abdominal distension, abdominal pain, back pain, complication of pregnancy, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, unintended pregnancy, uterine inflammation, weight fluctuation and weight increased to be related to essure. The reporter commented: she was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Plaintiff was unsure of essure confirmation test. She had maternal or child complications. She was using medication for pain, depression. She had used condoms as birth control or contraception within the five years preceding essure placement, at the advice of physician. Date(s) of insertion: (B)(6) 2012 (as reported in pif) trailing coils: right- 2 coils, left- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Pathology test - on (B)(6) 2014: uterus, cervix and bilateral fallopian tubes: - hypoactive/weakly proliferative endometrium showing stromal breakdown and focal cystic changes. ~ chronic inflammation and nabothian cysts, endocervix. - endosalpingiosls in ono fallopian tuba -second fallopian tube, no pathologic diagnosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2022: mr received. Concurrent conditions and reporters were added.event genital haemorrhage and event unintended pregnancyseriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain and other essure-related injuries/ pain and other symptoms/ pelvic pain"), abdominal pain ("severe abdominal pain / bad cramping"), genital haemorrhage ("heavy bleeding/heavy bleeding and clotting/ blood clots/ excessive bleeding"), unintended pregnancy ("unintended pregnancy") and depression ("depression") in a (B)(6) year-old female patient (gravida 7, para 5) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cholecystectomy (due to infected gallbladder), multi gravida, multiparous and abortion nos. Concurrent conditions included psychological disorder nos and obesity. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression (seriousness criterion hospitalization), back pain ("severe back pains/ chronic back pain (ache)"), weight fluctuation ("weight fluctuations") and migraine ("migraines/ chronic migraines (head)"). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced unintended pregnancy (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), anxiety ("anxiety"), menorrhagia ("menstrual periods were worse and lasted 10 days and had big clots"), abdominal distension ("bloating / appeared several sizes bigger / bloating immediately after being implanted with essure"), weight increased ("gained approximately thirty pounds) uterine inflammation ("uterus was inflamed"), headache ("headaches") and complication of pregnancy ("maternal complications/ health complications"). The patient was hospitalized sometime in 2012. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with bupropion hydrochloride (wellbutrin xl), alprazolam (xanax), mirtazapine (remeron), zolpidem tartrate (ambien), surgery (underwent partial hysterectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, unintended pregnancy, dysmenorrhoea, weight fluctuation, fatigue, anxiety, menorrhagia, abdominal distension, weight increased, uterine inflammation and complication of pregnancy outcome was unknown, the abdominal pain, genital haemorrhage, back pain, dyspareunia, migraine and headache had resolved and the depression had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, back pain, complication of pregnancy, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, unintended pregnancy, uterine inflammation, weight fluctuation and weight increased to be related to essure. The reporter provided no causality assessment for anxiety and menorrhagia with essure. The reporter commented: she was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Plaintiff was unsure of essure confirmation test. She had maternal or child complications. She was using medication for pain, depression. She had used condoms as birth control or contraception within the five years preceding essure placement, at the advice of physician diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 4-dec-2017: pfs received- events pregnant with essure micro-insert, device ineffective, headache, pelvic pain, weight fluctuation, maternal complications/ health complications was added. Outcome of events added, product indication added and partial hysterectomy added for event bleeding, pelvic pain and abdominal pain. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain and other essure-related injuries/pain and other symptoms/pelvic pain"), abdominal pain ("severe abdominal pain / bad cramping"), uterine inflammation ("uterus was inflammed"), genital haemorrhage ("heavy bleeding/heavy bleeding and clotting/ blood clots/ excessive bleeding"), unintended pregnancy ("unintended pregnancy") and depression ("depression") in a 32-year-old female patient (gravida 7, para 5) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not `conducted" and device ineffective "device ineffective". The patient's past medical history included cholecystectomy (due to infected gallbladder), multi gravida, parity 5 and abortion. Concurrent conditions included psychological disorder nos and obesity. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression (seriousness criterion hospitalization), back pain ("severe back pains/chronic back pain (ache)"), weight fluctuation ("weight fluctuations") and migraine ("migraines/chronic migraines (head)"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), unintended pregnancy (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), anxiety ("anxiety"), menorrhagia ("menstrual periods were worse and lasted 10 days and many had big clots"), abdominal distension ("bloating / appeared several sizes bigger / bloating immediately after being implanted with essure"), weight increased ("gained approximately thirty pounds"), headache ("headaches") and complication of pregnancy ("maternal complications/ health complications"). The patient was hospitalized sometime in 2012. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with bupropion hydrochloride (wellbutrin xl), alprazolam (xanax), mirtazapine (remeron), zolpidem tartrate (ambien), surgery (underwent partial hysterectomy to remove essure) and surgery (underwent partial hysterectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine inflammation, unintended pregnancy, dysmenorrhoea, weight fluctuation, fatigue, anxiety, menorrhagia, abdominal distension, weight increased and complication of pregnancy outcome was unknown, the abdominal pain, genital haemorrhage, back pain, dyspareunia, migraine and headache had resolved and the depression had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for anxiety and menorrhagia with essure. The reporter considered abdominal distension, abdominal pain, back pain, complication of pregnancy, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, unintended pregnancy, uterine inflammation, weight fluctuation and weight increased to be related to essure. The reporter commented: she was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Plaintiff was unsure of essure confirmation test. She had maternal or child complications. She was using medication for pain, depression. She had used condoms as birth control or contraception within the five years preceding essure placement, at the advice of physician. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jun-2018: plaintiff fact sheet received:essure confirmation test not conducted was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.